Manufacturer narrative:
Manufacturer reference: (B)(4). User facility listed.

Event description:
Reload was loaded onto the handle and was unable to fire. Blue light appeared and reload light was blinking green. New reload was opened and fired without any issues. Patient involved without injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload was fully fired. The reload was loaded into a pmv representative instrument for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record for this device lot number found a non-conformity not related to the reported condition.